Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. (B)(4). No phone number provided. Manufacturer's field service engineer (fse) evaluated the unit and verified the reported issue. Fse found the connector for the battery to be the issue. Fse replaced the unit's battery to resolve the reported issue.

Event description:
Customer contacted technical support (ts) stating that unit has battery failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.